Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using packing coil lps. During the procedure, a packing coil lp would not advance out from its introducer sheath and into microcatheter and, subsequently, the physician bent the pusher assembly of the packing coil lp. Therefore, it was removed. The procedure was completed using another coil. There was no report of an adverse effect to the patient.